Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Receiver charge test was not performed. Receiver boot test was performed and failed due to lcd damage. Functional test was not performed due to lcd damage. A touchscreen manual button test was unable to performed due to damaged lcd. Device was not opened for internal inspection. The receiver log was not downloaded for review due to lcd damage. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.